Event description:
It was reported that the implantable pulse generator (ipg) had a flipped bit causing a power on reset (por) resulting in erroneous data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b7 product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. A partial power on reset (por) occurred on 2011-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).